Event description:
Filter was unable to be advanced down the sheath so dr. (B)(6) pulled the first kit and then tried with again with a new kit. Same problem happened again but dr. (B)(6) was able to advance it further into the ivc this time with more force. The second filter eventually got stuck again. Since he could not get it to a proper deployment location he decided to remove the entire system and when removing, the filter deployed with one leg sticking in the hepatic. This leg worked as a kickstand and caused the filter to tilt and the apex/hook were against the wall of the ivc. The filter had to be retrieved and no noticeable reason for why this happened could be seen on the filter or sheath. Jugular.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned delivery catheter sheath, dilator, pusher wire, cartridge, and filter out of the cartridge (removed from the cartridge). Visual inspection of the device found minor damage to the dilator tip and a piece of plastic or liner on the filter hook. Functional evaluation of the dilator and pusher wire were performed by inserting delivery catheter sheath and passing it through without any issue. The cartridge snap fitted with the delivery catheter sheath and the pusher wire and filter passed through the delivery catheter sheath without any issue. However, a liner was found on the filter hook and the complaint was confirmed. CAPA c-2020-052 investigates the root cause and corrective action of this issue.

Event description:
Filter was unable to be advanced down the sheath so dr. Varma pulled the first kit and then tried with again with a new kit. Same problem happened again but dr. Varma was able to advance it further into the ivc this time with more force. The second filter eventually got stuck again. Since he could not get it to a proper deployment location he decided to remove the entire system and when removing, the filter deployed with one leg sticking in the hepatic. This leg worked as a kickstand and caused the filter to tilt and the apex/hook were against the wall of the ivc. The filter had to be retrieved and no noticeable reason for why this happened could be seen on the filter or sheath. *****jugular*********